Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the device history record performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: 3 events where the IV catheter has snapped inside a pts vein. When additional information was requested the user facility indicated that the catheters did not break in the patients' veins, and that there was no injury to the patients and no intervention was required in any of the three events. As no samples are available for evaluation, b. Braun is filing this report to cover the possibility that the original reported issue may have occurred.